Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and cleaned all collets, tip eject sleeves and plunger clamps. Replaced one defective collet clamp. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.